Event description:
It was reported that the coil was retrieved by snare inside the body. The target lesion was located in the moderately tortuous and non-calcified vessel. A 12mm x 40cm interlock-35 coil and 10mm x 50cm interlock coil were selected for use. During the procedure, it was noted that the coil detached prematurely in the catheter distal part and later flowed unintentionally inside the body. The coil was completely retrieved by snare and the procedure was completed with another of the same device. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) device evaluated by MFR: the complaint device was received for product analysis. Visual inspection was performed, and it was observed that the main coil, the introducer sheath and the pusher wire were returned. It was necessary to make tow cuts in the introducer wire to remove the coil. It was observed that the main coil was bent and stretched at the primary coil. Also, was detached at the arm coil section. A part of the original box was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the coil was retrieved by snare inside the body. The target lesion was located in the moderately tortuous and non-calcified vessel. A 12mm x 40cm interlock-35 coil and 10mm x 50cm interlock coil were selected for use. During the procedure, it was noted that the coil detached prematurely in the catheter distal part and later flowed unintentionally inside the body. The coil was completely retrieved by snare and the procedure was completed with another of the same device. There was no patient injury reported.